Event description:
It was reported that upon successful retrieval of a vena cava filter with an indwell time of 430 days, it was observed that one of the filter arms had detached and was partially endothelialized in the cava wall. The detached arm was successfully removed with a snare. Prior to filter removal, imaging demonstrated that the filter had moved caudally by one half of a vertebral body. There was no injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device has been returned for eval and the investigation is currently underway.